Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due comatose diabetic ketoacidosis. The customer was waiting for supplies, their blood glucose levels were up to 600 mg/dl, and then later in the morning she passed out. The customer's blood glucose level at the time of admission was 1500 mg/dl. The customer was given an insulin intravenous drip. The customer was wearing the insulin pump at the time of hospitalization. When the customer woke from the comatose, they asked to be on the insulin pump right away. The customer stated that insulin pump was working fine but the set on the body was leaking. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.